Manufacturer narrative:
The boston scientific representative was unaware of this event. The device and leads were returned. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), defibrillation, coronary sinus, and non-boston scientific right atrial leads were explanted due to a patient infection. No further adverse patient effects were reported.